Event description:
It was reported that the pump's alarm volume and vibration were too low. There was no reported adverse impact on customer's blood glucose level. Reportedly, the customer reverted to an alternate method of insulin therapy.